Manufacturer narrative:
On january 10th, 2024, additional information was provided: customer's blood glucose level was not impacted. With the inclusion of the additional information received, this event does not meet MDR requirements as defined by 21 cfr 803.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as low; cause was not known. Reportedly, the customer consumed carbohydrates to address bg level. An endocrinologist adjusted customer's pump settings and increased insulin sensitivity. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.